Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a tested nasal swab. Cephied fluvid pcr confirmation testing was performed on (B)(6) 2021 with the nasal swab and generated negative results. The customer reported that the patient was not symptomatic or known to be covid-19 positive. The patient was not vacinnated. There was no treatment provided and no patient harm.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.